Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown gamma nail. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
It was reported that "surgeon took out a gamma nail due to patient pain and converted to a right total hip.